Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a miniarc sling was implanted about three years ago. The sling extruded into the vagina and a revision surgery was done about two weeks ago. Reportedly, the mesh "covered with stones."